Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During functional testing the device was tested for flow rate accuracy but was not tested for downstream occlusion detection. The device has since passed through the repair process and is no longer in the as received condition to check for the customer reported issue, therefore causality of the reported issue can not be determined. The device will be required to pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pounds per square inch (psi). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'failed psi' which was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.